Event description:
During a colonoscopy procedure for a bleeding ulcer in the colon, the physician used a cook hemospray endoscopic hemostat. The doctor reports that at the moment of releasing the powder, there was no gas in the cylinder, pressing the device 3 times. They did not report any complication with the patient, the doctor did not use it. The doctor used 2 clips to finish the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal .use product code: qau. Initial reporter; occupation: unknown. 510k: k200972. The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Manufacturer narrative:
Section d: common device name: hemostatic device for endoscopic gastrointestinal use product code: qau; section e. Initial reporter; occupation: unknown; section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in commercial packaging materials. Provided with the return was a tray lid from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (one catheter was returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The device was tested as returned and did not spray as intended. The co2 cartridge did not discharge upon deactivation and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When tested with a new co2 cartridge and activation knob, the device sprayed as intended with the catheter attached. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved, as both catheters of the device were not returned. However, the report indicates this occurrence was due to premature emptying of the co2 canister. The returned device was fully activated and did not contain any co2 when deactivated which supports the description of this event. Without evidence to contradict the report, it is considered confirmed. A corrective action has been initiated concerning device failure due to being unable to spray powder. The instructions for use state, "activate co2 cartridge by turning red activation knob until it stops." The IFU states, "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." The report indicates that the device was tested prior to use. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.